Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No unexpected black circles or display anomalies noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has stripped battery cap coin slot, cracked case at the display window corners, belt clip slot, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error ant that there is a black circle on the screen. The blood glucose reading was 174 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to remove the battery from the pump, but the alarm returned. The insulin pump will be replaced.